Event description:
A few days after an initial implant procedure, the patient experienced syncope and fell. An increase in capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. The rv was explanted and replaced to resolve event. The patient was stable.

Event description:
Additional information was received that the increase in capture threshold resulted in loss of capture (loc) along with functional loc. The patient is pacemaker dependent. The device was reprogrammed multiple times before the right ventricular (rv) lead was explanted and replaced. No abnormalities were seen visually on the rv lead during the replacement procedure.